Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Broken bur was not returned.

Event description:
It was reported that during a surgical procedure, it was noted that the bur was broken inside the attachment. It was further reported that in a separate case, a technician tried to place the bur in the attachment and it would not lock in. . It was also reported that there were no adverse consequences and no delays as a result of this event.

Event description:
It was reported that during a surgical procedure, it was noted that the bur was broken inside the attachment. It was further reported that in a separate case, a technician tried to place the bur in the attachment and it would not lock in. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed, the partial unknown bur fragment was not returned for evaluation. As the device could not be identified and not returned, further evaluation of this fragment was not possible a cause for the breakage could not be determined in this case.